Event description:
It was reported that customer pump displayed repeated malfunction alarms. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device to be returned for evaluation and received replacement pump, while distributor and technical support awaited returned pump to perform further checks.